Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm pressure upon the first inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient is in good condition post procedure.